Manufacturer narrative:
The insulin pump alarmed during the self test and was unable to communicate to the blood glucose meter due to a faulty connector on the radiofrequency board. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received excessive failed selftest alarms. Customer's blood gluocose level at the time 100mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)